Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "a little over 700 mg/dl" and ketones; cause of bg not known. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.